Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been returned to olympus medical systems corp (omsc). For evaluation. In the evaluation, the subject phenomenon was not duplicated, even if the universal cord and the video cable of this device were twisted, and the distal end was warmed. Although there was no irregularity at the electric wires in the video connector, it was confirmed that the coating of the signal cable connected to the ccd was cut. There is a possibility that it occurred because the coating of the signal cable connected to the ccd was cut, but the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. When the user facility conducted the inspection of the subject device after the procedure, the reported image loss was not duplicated. Also olympus staff confirmed at the user facility that there was no stain on the electrical contacts of the video connector of this device, but wear and tear was confirmed in the electrical contacts of (B)(4) (video system center) used in combination with this device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared around two hours after starting, during the laparoscopic surgery in colorectal department. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.